Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 46 mg/dl at the time of the incident and other blood glucose were 117, 282 mg/dl current blood glucose. The customer was assisted with troubleshooting for low blood glucose. Product will not be returned device for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications. See attached file for more details.